Event description:
Neuropen endoscope, rigid, 15.5 cm was attached to light cord, which was plugged into light source. The neuropen device turned black and started to smoke. The light source was assessed by biomed with no problems noted.